Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
The customer reported inaccurate measurements with their device. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacuring narrative: other, other text: the returned device was evaluated. Visual inspection upon receiving revealed no external damage or defects. The device was operated to obtain spo2, spco, pi, and pulse rate readings using masimo sensor, masimo tester, and customer returned sensor. Both manual and preset simulation tests passed. No product performance issue identified related to spo2 and pulse rate. Customer device displayed measurements are comparable to masimo test device and sensor. All tested measurements are within specifications. Visual internal inspection was performed. No internal circuitry damage or defects were observed. No loose cabling or loose circuit board to circuit board interconnections were observed. Customer complaint was not duplicated. Customer device and sensor were fully functional. The measurement values were comparable to a known good device.

Event description:
The customer reported inaccurate measurements with their device. No patient impact or consequences were reported.